Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) earlier then expected due to extended charge times. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
Additional information received noted that this device was explanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
Should additional information become available this investigation will be updated.